Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following was reported as part of an anonymised trial. ¿surgeon notified research team that they had to perform a manipulation under anaesthetic on patient today, due to range of motion.¿